Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that the burr was stuck with the wire. The target lesion was located in the left anterior descending mid artery. A rotawire drive was selected for use. During withdrawal, it was noted that removal was not possible due to interference with the burr. A kink was noted on the rotawire. The rotawire and burr were removed together. The procedure was completed with another of the same device. There were no patient complications.